Event description:
It was reported that this patient is a complex subcutaneous implantable cardioverter defibrillator (s-ICD) patient with abandoned implantable cardioverter defibrillator (ICD) leads from a previous infection. The patient has been completely off the radar for the past 12 months, with no remote monitoring or hospital contact. They presented to clinic for the first time in 14 months following two shocks (137 ohms) for ventricular tachycardia (vt) and two non-sustained ventricular tachycardia (nsvt) episodes tied to inappropriate sensing last year. Per the field, there appears to be significant t-wave oversensing on the two secondary vectors and they are unable to utilize the alternative vectors due to inadequate sensing. The field reached out to technical services (ts) to ask if performing an exercise tolerance test (ett) and obtaining a new template would help reduce the likelihood of further inappropriate sensing. Additionally, the patient's lateral chest x-ray shows the electrode has shifted away from the sternum, though the health care professional (hcp) is not considering intervention at this stage. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this patient is a complex subcutaneous implantable cardioverter defibrillator (s-ICD) patient with abandoned implantable cardioverter defibrillator (ICD) leads from a previous infection. The patient has been completely off the radar for the past 12 months, with no remote monitoring or hospital contact. They presented to clinic for the first time in 14 months following two shocks (137 ohms) for ventricular tachycardia (vt) and two non-sustained ventricular tachycardia (nsvt) episodes tied to inappropriate sensing last year. Per the field, there appears to be significant t-wave oversensing on the two secondary vectors and they are unable to utilize the alternative vectors due to inadequate sensing. The field reached out to technical services (ts) to ask if performing an exercise tolerance test (ett) and obtaining a new template would help reduce the likelihood of further inappropriate sensing. Additionally, the patient's lateral chest x-ray shows the electrode has shifted away from the sternum, though the health care professional (hcp) is not considering intervention at this stage. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service. Additional information from the field indicates the above referenced shocks were appropriately delivered to treated two vt episodes. The two nsvt episodes were due to t-wave oversensing. Per the field, this patient has a complex history and misses a lot of clinical appointments. The consultant would like to monitor the patient at the moment.

Manufacturer narrative:
Investigation summary: with all the information, boston scientific concludes the reported clinical observation of oversensing is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the device remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this device remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. Risk assessment: a risk review was completed and confirmed the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.